Event description:
It was reported that the patient was struck in the chest near the device area with a golf ball. The right atrial (ra) lead exhibited a sudden increase in impedance and threshold. The right ventricular (rv) lead exhibited oversensing. When the leads were disconnected and hooked up the analyzer, however, thresholds and impedances were normal. The physician expressed concern with the header and set screw. The atrial set screw appeared tight on the implantable cardioverter defibrillator (ICD) device, but the rv set screw on the device appeared loose. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: product ID: 6945, implantable tachy lead, (B)(6) 2000; 6940, implantable pacing lead, (B)(6) 2000. (B)(4).

Manufacturer narrative:
(B)(4).